Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at a routine device check the patient's left ventricular (lv) lead threshold was found to have suddenly increased and was now high. The lv lead was reprogrammed and remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.